Event description:
As reported, post implant of the galaflex scaffold, about a year ago scaffold was protruding out of the patients incision site. It was reported that the patient underwent a revision surgery, and the scaffold was removed.

Manufacturer narrative:
As reported, scaffold was protruding post implant of galaflex. Based on the information provided and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 15-jun-2022 based on the information provided. Addendum: h11: this supplemental MDR is submitted to update sex and to correct imdrf a, e and f codes. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned - mesh explanted.

Event description:
As reported, post implant of the galaflex scaffold, about a year ago scaffold was protruding out of the patients incision site. It was reported that the patient underwent a revision surgery, and the scaffold was removed.

Manufacturer narrative:
As reported, scaffold was protruding post implant of galaflex. Based on the information provided and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 15-jun-2022 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned - mesh explanted.